Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required) with abdominal pain, abdominal pain upper and abdominal pain lower, allergy to metals ("allergic reaction (nickel)"), gingival swelling ("swollen gums"), gingival bleeding ("bleeding gums"), vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("severe menstrual flow, menstrual cycle for three months straight"), dysmenorrhoea ("severe menstrual cramps"), dyspareunia ("painful intercourse"), hypoaesthesia ("numbness in legs"), cold sweat ("cold sweats at night") and memory impairment ("foggy memory"). The patient was treated with surgery (on (B)(6) 2016 full hysterectomy to remove the essure device). Essure was withdrawn. At the time of the report, the device dislocation, allergy to metals, gingival swelling, gingival bleeding, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, hypoaesthesia, cold sweat and memory impairment outcome was unknown. The reporter considered device dislocation, allergy to metals, gingival swelling, gingival bleeding, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, hypoaesthesia, cold sweat and memory impairment to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of the device occurred (seen as device dislocation). A full hysterectomy was performed to remove micro-inserts around 8 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by full hysterectomy to essure's removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage in 2001, dysuria and urinary frequency in 2003. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2008, 1 year 10 months after insertion of essure, the patient experienced flank pain ("right flank pain"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced urinary tract infection ("urinary tract infection"), migraine ("migraines"), nausea ("nausea") and disturbance in attention ("difficulty concentrating"). In 2013, the patient experienced dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2013, the patient experienced gingival swelling ("swollen gums/swelling gums") and the first episode of tooth fracture ("dental problems / broken teeth"). In (B)(6) 2016, the patient experienced dysstasia ("couldn't stand"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("severe menstrual flow, menstrual cycle for three months straight/abnormal bleeding (menorrhagia)") and device expulsion ("essure and expulsion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain upper, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic reaction (nickel)") with rash, pruritus and erythema, gingival bleeding ("bleeding gums"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), hypoaesthesia ("numbness in legs"), cold sweat ("cold sweats at night"), memory impairment ("foggy memory/ memory fogginess"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction"), cystitis ("bladder infection"), headache ("headaches"), feeling abnormal ("memory fogginess"), visual impairment ("vision/eye problems-spots"), muscle spasms ("leg cramping"), oedema peripheral ("fluids in legs"), vision blurred ("blurry vision"), contusion ("brusing in leg"), the second episode of tooth fracture ("broken teeth"), pain in extremity ("leg pain") and mental impairment ("difficulty in thinking"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, uterine haemorrhage, allergy to metals, gingival bleeding, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, hypoaesthesia, cold sweat, memory impairment, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, cystitis, urinary tract infection, fatigue, migraine, headache, device expulsion, nausea, feeling abnormal, flank pain, oedema peripheral, contusion, the last episode of tooth fracture, disturbance in attention, dysstasia and mental impairment outcome was unknown, the gingival swelling was resolving and the visual impairment, muscle spasms, vision blurred and pain in extremity had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, cold sweat, contusion, cystitis, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, dysstasia, fatigue, feeling abnormal, female sexual dysfunction, flank pain, genital haemorrhage, gingival bleeding, gingival swelling, headache, hypersensitivity, hypoaesthesia, memory impairment, menorrhagia, mental impairment, migraine, muscle spasms, nausea, oedema peripheral, pain in extremity, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, the first episode of tooth fracture and the second episode of tooth fracture to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events device dislocation and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs was received reporter added, events added as itchiness, fluids in legs, vision blurred/spots, bruising in leg, tooth fracture, difficulty thinking, difficulty concentrating, couldn't stand, red patches on stomach, arms, legs and leg pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, miscarriage in 2001, dysuria and urinary frequency in 2003. On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2008, 1 year 10 months after insertion of essure, the patient experienced flank pain ("right flank pain"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced gingival swelling ("swollen gums/swelling gums") and tooth fracture ("dental problems / broken teeth"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection") with vaginal discharge, menorrhagia ("severe menstrual flow, menstrual cycle for three months straight/abnormal bleeding (menorrhagia)") and device expulsion ("essure and expulsion"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, abdominal pain upper, abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic reaction (nickel)") with rash, gingival bleeding ("bleeding gums"), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea (cramping),"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse),"), hypoaesthesia ("numbness in legs "), cold sweat ("cold sweats at night"), memory impairment ("foggy memory"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hypersensitivity ("hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), feeling abnormal ("memory fogginess"), visual impairment ("vision/eye problems"), muscle spasms ("leg cramping") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, allergy to metals, gingival bleeding, vaginal infection, menorrhagia, dysmenorrhoea, dyspareunia, hypoaesthesia, cold sweat, memory impairment, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, cystitis, urinary tract infection, tooth fracture, fatigue, migraine, headache, device expulsion, nausea, feeling abnormal, visual impairment, flank pain and uterine haemorrhage outcome was unknown, the gingival swelling was resolving and the muscle spasms had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered allergy to metals, cold sweat, cystitis, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, flank pain, genital haemorrhage, gingival bleeding, gingival swelling, headache, hypersensitivity, hypoaesthesia, memory impairment, menorrhagia, migraine, muscle spasms, nausea, tooth fracture, urinary tract infection, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure. The reporter commented: plaintiff began experiencing the events shortly after the essure implantation procedure. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events device dislocation and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, patient historical and concomitant condition added, events added:-genital haemorrhage, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, cystitis, urinary tract infection, rash, tooth fracture, fatigue, migraine, headaches, device expulsion, nausea, feeling abnormal, pelvic pain, visual impairment, flank pain, muscle spasm. On 27-feb-2018: medical record received: reporter added, case became medically confirmed, event uterine haemorrhage was added. Processed with follow up no.2 (pfs). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of the device occurred (seen as device dislocation). A full hysterectomy was performed to remove micro-inserts around 8 years after insertion. The event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/migration, or occur as a result of uterine perforation. In the present case, consumer presented migration of implant followed by full hysterectomy to essure's removal. Given the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.